Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle on the motor device was getting hot. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a frayed safety cable (breaded stainless steel wire) and failed the hand control assessment. It was determined that the frayed safety cable was from allowing the cable to come in contact with a sharp object. It was determined that the hand control assessment failed because the thermistor was not working properly. It was determined that the thermistor was not working properly due to the device having been overheated or from water intrusion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.